Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a dry, itching rash under the therapy electrodes. There was no alleged device malfunction. The patient was prescribed methylprednisolone ointment by his doctor for the irritation. After using the ointment, the patient reported that the irritation healed.